Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple error messages with multiple cartridges. Reportedly, only a cartridge alarm 25 was found in the pump history. The customer's blood glucose level was 125 mg/dl. Reportedly, the customer reverted to manual injections.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. In addition, a different issue was found.